Manufacturer narrative:
There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. There is no suspected device failure. This MDR is being reported according to the timelines specified per the FDA guidance for industry "postmarketing adverse event reporting for medical products and dietary supplements during a pandemic" (may 2020), following FDA notification of the deferred reporting.

Event description:
During a literature review, an article 1was identified in which one patient experienced cardiac tamponade in a pulmonary vein isolation procedure where the nrg transseptal needle was used among other devices. The other devices included sl0 sheath (st. Jude medical), 15f steerable sheath (flexcath advance, medtronic), 20 mm circular mapping catheter (lasso, biosense webster), spiral mapping catheter (achieve; medtronic), and second generation cryoballoon (arctic frost advance, medtronic). There is no evidence to suggest that the baylis medical device caused, or contributed to the reported incident. However, as a baylis medical device was reported to be among the devices used in the procedure, baylis medical has decided to submit this report. [1] kajiyama, t., miyazaki, s., matsuda, j., watanabe, t., niida, t., takagi, t., . . . Iesaka, y. (2017). Anatomic parameters predicting procedural difficulty and balloon temperature predicting successful applications in individual pulmonary veins during 28-mm second-generation cryoballoon ablation. Jacc clin electrophysiol, 3(6), 580-588. Doi:10.1016/j.jacep.2017.01.004.